Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284trk ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient could hear tones which was from an alert that was triggered due to high impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.